Manufacturer narrative:
Result of investigation: vyaire received the recent log files. After evaluation, it was determined that the cause of the problem is defective flyback diode on the power board electronics hardware revision 6. After replacing the power board, alarm 315 (inspiration valve or device leaky) and alarm 310 (invalid hardware revision) were not active anymore. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Technical support reviewed the log file sent by customer and it was seen that alarm 315 (inspiration valve or device leaky) was intermittently active after start up; and alarm 316 (blower failure) was triggered in its place after 7 months. Blower test results shows that there is a possible power board issue. The customer reported that they have replaced the power board and blower but the issue still persists. The technical support requested to confirm with the customer if appropriate powerboard was used during the replacement. No root cause has been determined at this time, since the investigation is still ongoing.

Event description:
The customer reported that their bellavista 1000 ventilator triggered alarm 315 (inspiration valve or device leaky) and alarm 316 (blower failure). Patient involvement is not known at this time.